Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. This is the fourth of four submissions for the same patient event. The others are 1220246-2016-00295 ((B)(4)), 1220246-2016-00296 ((B)(4)), 1220246-2016-00297 ((B)(4)). The evaluation of the returned implant revealed that the bone side (non-articulating surface) is severely damaged and there are scratches and gouge marks on the articulating surface. The damages observed on the returned implant were most likely caused during the extraction of the implant. At the current time the cause of the event cannot be determined. Device history record review revealed nothing relevant to this event. This is the second complaint of this nature with this part/lot number combination. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2015, a patient underwent a left tka procedure. On (B)(6) 2016 the surgeon performed a revision left tka procedure due to patient pain. During the revision procedure the surgeon explanted the tibial tray ar-503-ttte (lot 1379201), femoral implant ar-516-5l (lot 1373716), bearing implant ar-513-be12 (lot 113601433) and patella implant ar- 504-psb8 (lot 113601439). Patient, female, dob 06/23/59. During the revision procedure the following arthrex products were implanted: tibial tray ar-513-t5 (lot 10034400), femoral implant ar-516-5l (lot 1482387), bearing implant ar-513-bf18 (lot 113601335) and patella implant ar-504-psc9 (lot 113601511). Patient medical records of (B)(6) 2016 noted patient was experiencing recurrent swelling in left knee, any jarring motion of knee recreated pain in knee and patient is able to do stairs one at a time. Examination of the left knee demonstrated swelling and palpation of the left knee demonstrated medial tibial plateau tenderness and lateral tibial plateau tenderness. Mild effusion of the left knee was noted along with pain with flexion. It was noted patient may have micromotion tibial component. Patient medical records of (B)(6) 2016 noted patient continued to have recurrent swelling and pain. It was also noted that patient now has cracking under patella with mild pain. Patient assessment was ankylosis of left knee joint, effusion of left knee and left knee pain.